Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter. The sensor was inserted at the abdomen on (B)(6) 2017. No additional event or patient information is available. No product was provided for evaluation. Data was provided. Review of the data log confirmed the report of an inaccuracy. A root cause could not be determined via data.

Manufacturer narrative:
(B)(4).

Event description:
An evaluation of the sr was conducted and it was determined that this record is not a complaint because it is a duplicate of (B)(4), per (B)(4) closed. This compliant is no longer an reportable event.